Event description:
It was reported that bd bd maxzero needleless connector was damaged. The following information was received by the initial reporter with the following verbatim: it was reported that there was a decrease in positive pressure function, the stopper does not return well.

Manufacturer narrative:
No samples were received for investigation for pr (B)(4), in which the customer has stated: ¿there was a decrease in positive pressure function, the stopper does not return well¿. The product in use at the time is reported to be a mz1000. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: one mz1000 sample was received without packaging for investigation. Dried residual fluid was present in the housing and no connecting product was available to aid the investigation. The customer reported that ¿there was a decrease in positive pressure function, the stopper does not return well ¿. The returned sample was subjected to functional testing by priming and subjecting to an infusion using a 50ml bd plastipak syringe and no flow issue was observed during infusion. Upon disconnection, the piston appeared slightly sticky but was not slow to return. The details of this feedback were forwarded to the manufacturing site for investigation. An in-depth failure investigation was performed in order to determine a potential root cause for the customer's experience; the investigation included analysis of the piston of the affected component by CT scanning, which determined that some of the dimensions of the piston were marginally out of specification. The out of specification dimensions can affect the way in which the piston of the maxzero folds, which could have resulted the piston momentarily not being able to return to the closed position during attempted access. A lot number was not provided as part of the investigation; however a review of the laser ID from the maxzero component confirmed a possible lot number to be either 24015584 & 24015602. A review of the production records for the potential lot numbers did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to further investigate this issue and to minimise reports of this nature in future, the supplier of the piston component has been notified of this feedback for further investigation. Furthermore, the quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. Please note, the directions for use (dfu) of the maxzero states the following recommendation related to disconnection of the device: ¿when disconnecting a luer-lock or luer-slip syringe or tubing set from the maxzero connector, carefully rotate the luer counterclockwise a 360-degree turn using a controlled motion, to minimize fluid escaping¿. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.